Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced redness, inflammation, and pustules at the puncture site. A photo was provided was shared with her healthcare personnel (hcp) who diagnosed an infection and prescribed an oral antibiotic (erythromycin). A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.